Event description:
Hill-rom received a report from the account stating the bed exit would not work. The bed was located in the hallway at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician thoroughly tested and inspected the bed and found no issues. The bed exit functioned as designed. Per the hill-rom user manual, warning: the bed exit alarm system is not intended as a substitute for good nursing practices. The bed exit alarm system must be used in conjunction with a sound risk assessment and protocol. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this day from 2012 to 2014. It is unknown if the facility performed any other preventative maintenance on this bed. Based on this information, no further action is required.